Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system remained activated. It was glowing red hot. The harvester unplugged the unit from the power source and used a new kit to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were very burnt and the heater was bowed out. The device was bloody. Resistance measurements were found to be out of spec. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it self-activated. Based upon this, the reported failure "device remains activated" is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).